Event description:
During a laparoscopic inguinal hernia repair procedure, the subject device did not activate at first use and the probe tip fell off inside the pt body. The broken piece was retrieved. The physician replace the device with another device and the procedure was completed. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for eval. The eval confirmed that the probe broke down at 15mm from the distal end. There was no scratch found at the broken point. The shape of the fracture was partially a rough surface. The mfg history was reviewed, with no irregularities noted. As the result of eval and the past cases with the same model, it is highly likely that the physician activated the ultrasonic output while the subject device was twisted a tissue or grasping a hard tissue or applying only the probe tip to the tissue with strong force and the stress was put on the probe and as a result the probe broke. The instruction manual of sonosurg scissors prohibits the usage as mentioned in the above, and describes how to deal with when an irregularity is found or the probe is broken. Based upon finding of the eval, this report appears to be related to user handling.